Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative decontaminated the flow paths and conditioned the sipper pathway. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 128 mmol/l, and the repeated result was 136 mmol/l. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because the physician questioned the initial result based on the result being flagged with a delta check.